Event description:
It was reported that when using the pyxis anesthesia system device was not connected to the network. The customer stated that this malfunction caused a delay to patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. The field service engineer checked the network connection and found that the socket is inactive. Performed preventative maintenance and cleaned the unit that resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.